Event description:
Additional information indicates that infection has resolved.

Event description:
Note: the infection was noted after an ipg revision reported under related manufacturer reference number: 1627487-2023-02623.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. Reportedly, the ipg site appeared inflamed, warm to touch and painful. As such, the patient was hospitalized and the entire system was explanted to address the issue. The infection is being treated with oral antibiotics.